Event description:
One touch ultra meter was giving inaccurately high readings. On an unspecified date during the week of march 20,2006 the pt obtained the blood glucose reading of 212 mg/dl on the reported meter. At that time the pt was experiencing the symptoms of being shaky and clammy. The pt took no action following the use of the meter. Because of the symptoms, the pt was taken to the hosp by a family member, where her blood glucose level was tested to be 95 mg/dl. The pt was treated with food. The pt also provided additional blood glucose results obtained on the reported meter of 122 mg/dl, 172 mg/dl, 217 mg/dl, 240 mg/dl and 275 mg/dl, dates and times unk. It would have been helpful to determine if any meals or medications had been taken prior to the event, the pt's expected results, her medication regimen,and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing tech was correct, the test strips were within expiration dating and in good condition,and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. The pt obtained an elevated blood glucose result on the reported meter while experiencing symptoms suggestive of hypoglycemia, and she received emergency medical treatment. Therefore this complaint is being reported as an adverse event.